Event description:
Unable to access humidity menu on versalet for 462 gm infant as ordered. In order to have humidity, unstable infant had to be moved to different versalet the following day. Information given to draeger representative in face to face meeting on 07/11/2007.